Manufacturer narrative:
The recipient's dizziness has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted due to the recipient experiencing pain on the contralateral side and dizziness, while wearing the device. The recipient is reportedly doing fine. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was re-implanted with another cochlear device.